Event description:
Customer reported that pump screen was dark and would not turn on, confirmed by red led flashing and beeping pattern. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy, and tandem technical support arranged for a pump replacement. Customer understood instructions to put the pump into storage mode and return it with a prepaid label within 10 days.